Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated short interval counts (sic). The patient received inappropriate therapy due to noise. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 5076 implantable pacing lead (B)(6) 2009 4196 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.